Event description:
It was originally reported that a several errors and visualization problems were experienced during an unspecified procedure using a lasso navigational variable eco catheter. The carto 3 errors included catheter sensor error, serve magnetic distortion, and catheter out of mapping range. The procedure was completed with the same product with no patient consequence. Upon receipt of the catheter (B)(6) 2014, the failure analysis lab observed dents on ring #1 and ring #2 and the distal side of ring # 19 had very small piece of light blue material underneath. Per the returned catheter condition of the material underneath the electrode rings noted on (B)(6) 2014, this issue is indicative of a reportable event. The awareness date is (B)(6) 2014 when the issue was discovered.

Manufacturer narrative:
This report is a correction as the device history record was omitted from the previous 3500a supplemental report: the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
(B)(4) it was originally reported that a several errors and visualization problems were experienced during an unspecified procedure using a lasso navigational variable eco catheter. The carto 3 errors included catheter sensor error, serve magnetic distortion, and catheter out of mapping range. The procedure was completed with the same product with no patient consequence. Upon receipt, the catheter was visually inspected and it was found that ring #1 and ring #2 had dents, and ring #19 had a small piece of light blue material underneath. This condition was not originally reported on the complaint. A ft-ir test was performed in order to identify the type of foreign material; the results demonstrated that the particle primarily composed of a styrene-based material such as abs. It is unknown how the ring was damaged and the origin of the foreign material. Due to this condition, the catheter outer diameters were measured and it was found within specifications. Then per event description the catheter was evaluated for eeprom, and the functionality of the biosensor catheter was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The customer complaint cannot be confirmed. An internal corrective action has been opened to address the lasso ring damage with/without foreign material.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).